Manufacturer narrative:
.

Event description:
On (B)(6) 2016 (B)(4): information was received from a patient who was implanted with a neurostimulator indication for gastrointestinal/pelvic floor. Patient had experienced a loss or change of therapy. Patient reports she was having several accidents all week and yesterday it was worse. Patient asked if someone could help her use pp (patient programmer) to adjust setting. Troubleshooting resolved reported issue. Patient services assisted patient with using pp and therapy was showing off, program 3 at 0.0. Patient did not know therapy was off. Patient services assisted patient with turning therapy on, setting program 3 at 1.4 volts. Event date was (B)(6) 2016. Additional information later received from the patient reports she called in last time to get help reset her stimulator and needs help increasing stimulation again. Patient had gastroplasty done a years ago and some of them has to do with her bowel. Patient states it seems at times instead of feeling stimulation in her pelvic, she was feeling stimulation towards her anal area. She needs help adjusting stimulation for her bladder to work. Patient increased stimulation on program 3 to 1.8 volts and states she feels comfortable stimulation. She has had lots of accidents. She feels implant through her skin more now than before. She feels it when she lays on implant site on her right side and when she touches the site. She received a letter asking her to state the circumstance that led to the neurostimulator turning off. She does not know how stimulation turned off. There was a fall reported that could be related to this issue. She had fallen 2 times from the time she had device implanted and had to have another implanted. Event date for patient had lots of accidents was unknown and falls was asked but unknown. The more bowel movements than before was asked but unknown: in (B)(6) 2015 (past 6 months), the patient feels ins(stimulator) through skin than before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.